Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing internal leakage test during pre-use check. A service engineer confirmed stated that a pressure transducer printed circuit board (pcb), the control and monitoring pcbs, batteries and expiratory casette membrane needed to be changed. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No goods were returned for investigation and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no information if the issue was solved, nor logs or goods were returned, the root cause of the failed leakage test could not be determined.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).